Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional catheter. Initially, during the procedure, the catheter could not deflect. They changed the catheter. The procedure was completed with no patient consequence. Since the catheter was unable to deflect, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The product was received by the biosense webster failure analysis lab and it was discovered on december 20, 2015 that the polyurethane (pu) was damaged and peeling on the proximal side of the electrode ring #1. Also there was reddish brown material on the proximal end of the tip dome. Dried bloodstains are a reddish-brown in color. It is expected to observe the blood residuals on the catheter. Therefore, this issue was assessed as not reportable. The pu peeling was assessed as a reportable malfunction. Therefore, the awareness date was reset to december 20, 2015.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a smart touch unidirectional catheter. During the procedure, the catheter could not deflect. They changed the catheter. The procedure was completed with no patient consequence. The returned device was visually inspected upon receipt and it was found that the polyurethane (pu) was damaged on the proximal side of ring #1. Analysis was sent for spectrum electro magnetic (sem) and the results show that the external surface of the pu exhibited evidence of scratches and cracking. It is possible that an unknown object hit the pu causing the scratches and the cracking. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Also it was tested for irrigation performed and the catheter passed, no occlusion was observed. The catheter was also tested for deflection and the catheter failed. Afterwards, an x-ray of the catheter was taken and it was noticed that the t bar slid down from its place. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint related to the deflection issue has been verified.